Event description:
A pt reported: an alleged leak with a lap-band device and the pt is experiencing loss of restriction. The pt stated the physician performed x-ray with dye with no confirmation of leak. Further follow up with the surgeon notes that the surgeon stated that twice the band was filled to 9cc, pt had no restriction, and surgeon took out 6cc. The surgeon then filled with 8cc, and after a few days, the pt said there was no restriction. A fluoroscopy was performed, but no leakage was found. No surgery is scheduled at this time. The pt and the surgeon have both stated that they will contact allergan when surgery is scheduled.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."